Event description:
Could not put weight on left knee [weight bearing difficulty]. Could not walk well/had to use a crutch [gait disturbance]. Left knee swelling [joint swelling]. Left knee pain [arthralgia]. Left knee drained/irrigated [joint effusion]. Sweating [hyperhidrosis]. Fever [pyrexia]. Case description: spontaneous report received on 26-jan-2008 from a male pt, who had an unk medical history. The pt reported that on his third course of synvisc therapy (joint not reported), he had a very bad reaction to the prod, which required surgical removal. He stated that the surgeon was not advised as to what he should have done in such a case. Therefore, the pt went through 2 weeks of "great pain and swelling" prior to the removal. He stated that he was pleased with previous results, but went through "2 weeks of hell" this time around. Add'l info was received on 28-jan-2008 from male pt, who had a relevant medical history of degeneration of the cartilage in half of the left knee joint and 2 previous courses of synvisc therapy in the left knee: one course approx 14 months prior to the 2008 injections (approx 2006); and the other course approx 26 months prior to the 2008 injections (approx 2007). The pt received his first injection of synvisc in his left knee in 2008, after which he developed a swollen and painful left knee. He could not put weight on his left knee or walk well, and he had to use a crutch for a few days in order to walk. The pt received his second injection of synvisc in his left knee 2 weeks later, after which the pain and swelling in his left knee became "much, much worse". He also experienced sweating and fever. About 4 days later, the physician drained and irrigated the pt's left knee and performed an arthroscopic inspection of the joint, after which the pt's left knee symptoms resolved immediately. His left knee has returned back to the condition it was in before receiving his first synvisc injection in 2008. The pt stated that his doctor considered the events to be an allergic reaction to synvisc. He did not receive the third injection of synvisc in this series due to the events. As of the date of receipt of this report, the pt outcome for the serious events (left knee symptoms) was resolved. The pt outcome for the non-serious events (fever and sweating) was unk.